Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the fluoroscopy, which was not stopped in time. According to additional information received, due to the reported error, the diagnosis procedure was delayed. There has been no harm due to the reported issue. The fse tried to restart and pressed the hand switch several times, but this did not fix the issue. The message disappears, and then the system can take pictures but not continue to expose fluorescence. The fse suspected that there was a defect in the footswitch that caused the continued irradiation buzzer. The first fluoro ran of 30.6 seconds which caused an extra unintended amount of x-ray of 16.151 mgy, so the total amount of extra unintended x-ray received by the patient was 43.278 mgy. As a corrective action, the fse, replaced the footswitch. After replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code code was corrected.

Event description:
It has been reported to philips that the azurion system displayed an error, and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.